Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(4), description #: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient had pain at the implant site. The patient underwent an explant procedure due to staphylococcal infection. The patient was in the hospital and was recovering at home.

Manufacturer narrative:
Additional information was received that the location of the infection was near the pocket incision. Symptoms of infection were fever, nausea and redness. The patient was prescribed antibiotics via a peripherally inserted central catheter line and underwent an explant procedure. The physician did not believe that the infection was device related. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had pain at the implant site. The patient underwent an explant procedure due to staphylococcal infection. The patient was in the hospital and was recovering at home.